Event description:
It was reported that the touchscreen was cracked and unresponsive. Customer's blood glucose level was 143 mg/dl. Reportedly, the customer reverted to alternate pump for insulin therapy.